Manufacturer narrative:
One array catheter was returned for analysis. The array catheter had a slight "mushroom" appearance at the distal end which does not affect the function of the device. The j-tip was intact with no damage noted. Functional testing confirmed the array catheter could be deployed and was inflated without difficulty. Review of the device history record confirmed the device met mfg spec prior to shipment. In conclusion, the array catheter had a slight "mushroom" appearance at the distal end which does not affect the function of the device. The j-tip was intact with no damage noted. Functional testing confirmed the array catheter could be deployed and inflated without difficulty. The cause for the reported tamponade and subsequent surgical procedure could not be determined. However, the ep fellow at the hosp stated that the perforation occurred where the rf lesions were made with the boston scientific catheter. The instructions for use (IFU) state the ensite multi-electrode diagnostic catheter is used to record and map the electrical potentials from the right atrium. The IFU also has a warning for the risk of vascular perforation with any intracardiac catheter; do not advance the catheter or guidewire if resistance is encountered.

Event description:
It was reported during a left ventricular outflow tract ablation procedure, a 6f evaluator was placed in the right ventricle. An array catheter and an ept blazer were both placed retrograde into the left ventricle. Tamponade occurred after two ablation lesions in the left ventricular outflow tract. The pt was transferred to the operating room for pericardial effusion repair.